Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure, treating a target lesion in the proximal left anterior descending (lad) artery. A perforation occurred during use of an unspecified device. The 2.8 x 16 mm graftmaster stent delivery system (sds) was advanced; however, due to the patient anatomy, the sds was unable to cross the lesion and was removed without adverse patient effect. Long inflations were performed, using a 3.0 x 20 mm non-abbott dilatation catheter and the perforation was sealed. There was no adverse patient sequela or a clinically significant delay. No additional information was provided.